Manufacturer narrative:
The complaint record is downgraded based on the follow-up information. The parent complaint is a duplicate of trackwise record ot (B)(4) hence need to cancel this record. No additional reports will be sent for this mfg report number 2249723-2025-0001417.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by getinge fst that during use the cs300 intra aortic balloon pump (iabp) battery autonomy in 6 min.